Event description:
Allergan rep reported lap-band port replacement due to alleged port displacement. Allergan rep noted that "two anchors are bent" on the port. Follow up findings: health professional reported that the displacement was first noted when the doctor had problems accessing the port and "looked at it under fluoroscopy" confirming the displacement. Follow up findings: the doctor reported that "two [anchors] were bent outward, one [anchor] was engaged, and one [anchor] was three-quarters engaged."

Manufacturer narrative:
(B)(4). The product associated with this report was returned however the device analysis results are pending at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product however, the analysis has not been completed at this time. No add'l info has been reported to allergan regarding the serial number of the device. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."